Event description:
The doctor claims that the pt is a 70 year old male who had h/vantage implanted 2/11/98 as a fem-pop bypass. This pt developed a wound infection that progressed down to the graft. The pt is being treated with multiple antibiotics. The graft is being left in. The pt's current status is o.k.